Event description:
The site communicated that the patient experienced several cerebral vascular accidents (cva) while under hospice care. The cva's were not formally diagnosed but assumed due to his symptoms. The patient experienced symptoms like left side neglect, facial droop, garbled speech, and the inability to swallow. No treatment was given. The decision was made by their family and the patient to turn off the vad. Patient expired 6 minutes later.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported cerebrovascular accidents (cvas) could not conclusively be established through this evaluation. In addition, the reported low flow alarms could not be confirmed as no log files were submitted for review. The cause of the low flow alarms could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to heart failure while in hospice care. The account communicated that the patient had a transcatheter aortic valve replacement (tavr) valve suctioned to the inflow cannula of the vad during the attempt at deployment during surgery. The patient was experiencing low flows, dizziness and was eventually placed in hospice care. The patient experienced sustained multiple cvas while under hospice care. The cvas were not formally diagnosed but was assumed based on the patient¿s symptoms. No treatment was provided to the patient. The patient¿s pump was ultimately turned off and the patient expired soon afterward. The account also communicated that the pump will not be returned. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. Both the IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's cause of death was listed as heart failure.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced low flows and dizziness. Sustained multiple cvas while under hospice care. He had a transcatheter aortic valve replacement suctioned to the inflow cannula of the vad during the attempt at deployment during surgery. The patient expired on (B)(6) 2020.